Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys tsh assay version 2 results for 1 patient on a cobas e 411 immunoassay analyzer compared to different methods. The e 411 serial number was (B)(4). There was no allegation of an adverse event.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The observed differences in values generated with the roche assay and other manufacturer's assays are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used